Event description:
A (B)(6) old female patient called zoll customer support to report that her electrode belt connector was cracked. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (electrode belt connector cracked) has been confirmed. Upon investigation the trunk cable was cut near the trunk cable connector. All ground wires were severed. The root cause of the damaged cable cannot be positively identified but was likely physical abuse. No adverse event resulted from the cut trunk cable. The patient received a replacement electrode belt.